Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump history files and traces successfully downloaded using thump. No insulin flow block alarms were noted during testing and were not found in the history file. Two "no bolus delivered" alerts were found in the history file due to timing out before the dose was specified on (B)(6) 2025 at 12:49 and (B)(6) 2025 at 7:24. The pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage to the electronic stack or motor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, partially broken retainer, pillowing keypad overlay and missing serial number label. No delivery/occlusion alarm not confirmed during analysis. Drive/motor anomaly-rewind was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin flow block alarm, and the pump is louder during rewind. The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-1884. Troubleshooting was not performed. The issue was resolved. No harm requiring medical intervention was reported. No product return is required for unomedical. Product return requested for mmt-332a. Customer declined to return or is unable to return. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.